Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable even corroded air water nozzle was caused by a component failure. Foreign material inside the nozzle and on the objective lens also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign material inside the nozzle, foreign material on the objective lens, and the air and water nozzle was corroded. There was no patient involvement.